Manufacturer narrative:
Analyse of returned part unfortunately, the returned part has been disassembled and repaired before arriving to us so it is not possible to analyse the original assembly and problems associated to that. According to the information from the user everything points in the direction of a stuck button on the side of the manoeuvre handle. Root cause for that might be assembly or some sort of violence against the manoeuvre handle that has moved the buttons out of positions. We have analyzed the electrical parts from the manoeuvre handle but we have not found any deviations. We have tried to recreate the problem without success. This design of buttons has been used for over 10 years without any incidents. Risk analyse: the measurement in the risk analyse is to push the emergency stop. The system is equipped with several emergency stops and in the manual it is stated that the personnel shall be trained on how to use the emergency stop. Action: the root cause might be an assembly problem and therefore we will implement a check point in the production to secure that the buttons are assembled in the centre of the cover to avoid any contact with the cover that might cause the button to get stuck. Conclusion: since no evidence of hardware malfunction could be found on the returned unit and since the design has been used for more than 10 years without any incidents it is our conclusion that no design changes will be needed. No further investigations will be made.

Event description:
The radiographer was performing a lateral spine examination on a trolley bound patient. She positioned the trolley against the wall stand and lowered the tube to center for the examination using the down button on the front of the tube. When the tube was as low as necessary, she released the button. However the tube continued to move down and collided with the table top. The radiographer then tried to raise the tube from the bed but it would not move up. The table was at its lowest position and no further movements could be made. The patient on the trolley was brought to the other general room to complete the examination.